Manufacturer narrative:
The fse did a technical assessment. The findings of the assessment indicate a malfunctioning processor pca. The processor psa needs to be replaced. A quote for repair was given to the customer. The customer did not accept the quote as it expired. Based on the information available and the testing conducted, the cause of the reported problem was a malfunctioning processor pca. The reported problem was confirmed. The evaluation of the device determined a malfunctioning processor pca. The device needs a processor pca. However, the customer did not accept the repair quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the device keeps restarting without initializing. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse did a technical assessment. The findings of the assessment indicate a malfunctioning processor pca. The processor psa needs to be replaced. A quote for repair was given to the customer. The customer did not accept the quote as it expired. Based on the information available and the testing conducted, the cause of the reported problem was a malfunctioning processor pca. The reported problem was confirmed. The evaluation of the device determined a malfunctioning processor pca. The device needs a processor pca. However, the customer did not accept the repair quote. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the defibrillator keeps on restarting without initializing. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.